Manufacturer narrative:
(B)(4). The customer returned one 3-lumen cvc for analysis. Signs of use were observed on the catheter body. Visual inspection revealed the medial extension line was separated directly adjacent to the luer hub. Remains of the extension line molding were visible inside the luer hub. The separation point of the extension line appeared rough and jagged. The catheter body length from the juncture hub to the distal tip measured 217mm which is within the specification limits of 207mm-227mm per catheter product drawing. The medial extension line outer diameter measured 2.18mm, which is within the specification limits of 2.13-2.21mm per medial extension line extrusion graphic. The medial extension line inner diameter measured 1.4478mm, which is within the specification of 1.42-1.50mm per medial extension line extrusion graphic. Functional inspection of the catheter was performed per the product IFU which instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The distal and proximal extension lines were flushed using a lab inventory arrow raulerson syringe (ars) syringe. The extension lines flushed as intended. A manual tug test confirmed the distal and proximal extension lines were fully secure to the respective luer hubs. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "ensure catheter patency prior to injection. Do not use syringes smaller than 10 ml (a fluid filled 1 ml syringe can exceed 300 psi), to reduce risk of intraluminal leakage or catheter rupture". The IFU also states, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage". The report of an extension line/luer hub separation was confirmed through complaint investigation. Visual analysis revealed that the medial extension line had separated adjacent to the luer hub. It was noted that remains of the extension line were found within the luer hub. A CAPA had previously been initiated due to an increasing trend of cvc extension line leaks and separations. The CAPA investigation indicated the root cause of this issue is manufacturing related. Corrective actions have not yet been implemented. Teleflex will continue to monitor and trend complaints of this nature.

Event description:
It was reported that the luer hub was found detached from the medial lumen during use on a patient. The catheter was removed and replaced with a new one. The patient was fine and no harm was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the luer hub was found detached from the medial lumen during use on a patient. The catheter was removed and replaced with a new one. The patient was fine and no harm was reported.